Event description:
A report was received that the patient was explanted due to pain in the neck. During the surgery, the physician removed a cyst from the neck. The physician found that the cyst had a piece of medical device that was suspected to be a lead contact. The piece of medical device was removed from the patient.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110-02, serial #: (B)(4), description: implantable pulse generator the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.